Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in a left ventricular assist device (lvad) implantation procedure of this hemosphere alta monitor connected to a swan-ganz iq catheter, the right ventricle cardiac output (rvco) values of 7.3 l/min provided were inconsistent with patient's clinical condition. Then, a bolus thermodilution was performed, obtaining an intermittent cardiac output (ico) value of 4.3 l/min. The following day, rvco was recalibrated, and the values were aligned (rvco = 3.8 l/min; ico = 3.7 l/min). Rvco remained reliable after this calibration. There were no consequences for patient, as physician judgement was used to guide therapy. The device was available for evaluation.